Manufacturer narrative:
Date sent to the FDA: 09/22/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr- (B)(4) submitted for the adverse event which occurred on (B)(6) 2014. Mwr- (B)(4) submitted for the adverse event which occurred on (B)(6) 2019. Mwr- (B)(4) submitted for the adverse event which occurred on (B)(6) 2020.

Event description:
Hold smp 9.7it was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2014 and (B)(6) 2019 due to recurrent incisional ventral hernia and adhesions. It was reported that the patient underwent mesh excision on (B)(6) 2020 due to bulging, adhesions, swelling and discomfort. Other procedure is captured in a separate file. No additional information was provided.